Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. The pod was worn for less than 1 hour until it was removed, no further treatment information was provided.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod was received in pod state 2 with 0 pulses delivered. The plunger level was at full, indicating that the pod was filled but not activated until the downloading attempt. An external power supply was attached to the pcb for downloading. Battery voltages were low. The low battery voltages preventing the pod from activating as intended, ultimately resulting in the reported needle mechanism failure.